Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient indicated experiencing initial activation issues with an inflatable penile prosthesis (ipp) at first follow up visit with the healthcare provider. No surgical procedure has been performed to address the issue.